Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for high impedance was confirmed. As received, microscopic inspection of the returned lamitrode lead had all its internal wires broken, that would cause impedance issues.

Event description:
Additional information indicates leads were fractured.